Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in france. The french authority ansm informed getinge france on april 29 2024 about the following event in which an hls set was involved. During centralized veno-arterial femoral/aortic ecls type circulatory assistance, the anesthetist perfusionist nurse informs of a passage of methylene blue through the polyurethane plate separating the heated water circuit and the circuit where the blood passes. If the passage had been bidirectional, there could have been a serious risk to the patient with transfer of substance from the heater into the patient's bloodstream. The product is not available for expertise. At this time no harm to the patient was been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in france. The french authority ansm informed getinge france on april 29, 2024 about the following event in which an hls set was involved. During centralized veno-arterial femoral/aortic ecls type circulatory assistance, the anesthetist perfusionist nurse informs us of a passage of methylene blue through the polyurethane plate separating the heated water circuit and the circuit where the blood passes. If the passage had been bidirectional, there would have been a serious risk to the patient with transfer of substance from the heater into the patient's bloodstream. The product is not available for expertise. At this time no harm to the patient was been reported. Due to the potential risk for the patient a report is required. The affected product is not available for technical investigation as the hls set was discarded by the customer. A medical review was performed by getinge medical affairs on 2024-08-12 with following conclusion: on 29 april 2024, getinge france was informed by the france ansm about an event in which an hls set was involved. Specifically, during centralized veno-arterial femoral/aortic ecls type circulatory assistance, the operator (described as ¿anesthetist perfusionist nurse¿) reported the passage/transmission of methylene blue (mb) through/across the polyurethane heat exchanger (hex) of an hls set. It is assumed that the water of the hex was tinged blue which was the trigger for the report; however, the additional details regarding the event are unavailable. Also, no details were provided by the customer as to the nature of mb administration or to the long-term outcome of the patient. However, it was reported that no harm to the patient occurred at the time the complaint was generated. It should be noted that the product is not available for investigation or inspection. As a note, it is assumed that ¿centralized¿ support refers to arterial cannulation through the chest wall and femoral cannulation as a post-operative venue of support. The instruction for use ¿g-460 version 01, non-ce safety instructions for the oxygenator¿ states the following in chapter 5.3.1: ¿avoid the direct administration of medicines into the oxygenator¿ and ¿do not use methylene blue immediately before or during perfusion.¿ internal investigations (getinge/maquet) regarding methylene blue (mb) interaction with polyurethane show that mb chemically binds to polyurethane. Due to the chemical binding between mb and polyurethane, mb may be observed in the water path of a heat exchanger. To avoid the impression of water leakage through the polyurethane heat exchanger (hex), section 5.3.1 of the product instruction for use (IFU) instructs users of the product to avoid administration of mb to extracorporeal circuits which contain hexs constructed of polyurethane. It is not clear whether a leak of the hex occurred or whether the observation of the mb in the water lines allowed a presumption of either leakage or potential leakage. No harm to the patient was reported in the complaint narrative, i.e., directly resulting from the event. The post-operative disposition of the patient after the reported event is unreported/unknown. Last, it is unclear whether the appearance of mb in the water lines of the heater-cooler signaled an abruption in the product hex (product malfunction) or the expected reaction of polyurethane to the presence of mb the patient blood path (use error). As the product is not available for investigation, a potential leakage cannot be ascertained. Therefore, a definitive breach of the hex can be neither proven nor ruled out. Based on the investigation results the reported failure could be confirmed, but no exact root cause could be determined. According to the final test results, the modul with lot#: 3000355654 and 3000355655 passed the tests as per specifications. Production related influences are unlikely. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. In order to avoid reoccurrence of the reported event, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instructions for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 g-460 version 01 · non-ce. 5.3.1 safety instructions for the oxygenator. Avoid the direct administration of medicines into the oxygenator. Do not use methylene blue immediately before or during perfusion. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).